Event description:
Clinical information: (B)(6) - vista nova study, patient site ID: (B)(6) it was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for a procedure using a large flexnav delivery system. During procedure, a pre-implant balloon valvuloplasty was not done. The final implant depth of the valve was 6.46mm on the left coronary cusp (lcc) and 3.24mm on the non-coronary cusp (ncc). Post procedure, prior to discharge from hospital, a third-degree atrioventricular block (av block) to 30bpm with interval to 4.2s was noted. On (B)(6) 2025, a dual chamber permanent pacemaker was implanted.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of a third-degree atrioventricular block (av block) was reported. The valve was implanted at a depth of 6.46mm on the left coronary cusp (lcc) and 3.24mm on the non-coronary cusp (ncc). A dual chamber permanent pacemaker was implanted. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported complete heart block could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to manufacture, design, or labeling.